Manufacturer narrative:
The device was returned and evaluated, and in addition to the foreign material on the plastic distal end cover and adhesive of bending section cover, additional findings were as follows: grip had a scratch; suction cylinder had no color; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity could not be obtained; scope connector had corrosion due to water leakage; electrical connector had corrosion due to water leakage; due to a crack on objective lens, the image had dark area partially; due to wear of angle wire, the play of up/down knob was out of the standard value; objective lens had a crack; light guide lens had a crack; and connecting tube had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the videoscope had foreign material on the plastic distal end cover and adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the scope connector cover (c-cover) and bending section cover (a-rubber) glue was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU).